Manufacturer narrative:
The probe was returned to the manufacturer for analysis. The tip of the returned probe is visibly bent. In spite of the bent tip, the geometry and divot errors were good. As well, tracking and verification were normal. Reported complaint confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a cervical probe was deformed. No patient present. Additional information was provided stating that the probe was bent. The cause of the damage was unknown.